Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a blank display. Unable to perform the self-test, sleep current measurement test, active current measurement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unable to use thump to download history files and traces due to blank display anomaly. The pump was cut open to perform visual inspection and found a cracked u6 chip on the pcba 2 and evidence of moisture damage on the pcba 1. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, keypad overlay texture damage, overlay scratched, scratched case, cracked case (battery tube), label damage (stained, faded). Unknown issue with the pump was confirmed to be blank display. Blank display was confirmed due to a cracked u6 chip on the pcba 2. Unable to download confirmed due to a cracked u6 chip on the pcba 2. Exposed to moisture confirmed on the pcba 1. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported cosmetic damage to pump and display of the pump was blank. The customer reported no adverse event .the event involved product mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1885 and insulin pump was retuned for analysis.